Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
Following the use of a diamondback coronary orbital atherectomy device on high speed in a 2.5mm vessel with nodular calcium, a type c dissection occurred. A stent was placed and cardiopulmonary resuscitation was performed for one hour, however the patient was unable to be resuscitated. This patient had many co-morbidities including severe aortic stenosis, multi vessel disease, an ejection fraction of 35% and very little hemodynamic reserve. Per the opinion of the physician, this is what led to the ultimate death of the patient.